Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 and influenza b (negative influenza a). The same sample was repeated on the same liat analyzer and generated the same result. The same sample was repeated on a competitor assay (cepheid) and generated a positive result for all targets (sars-cov-2, influenza a/b). The sample was also repeated in a different cobas liat analyzer and generated a positive result for sars-cov-2. The results were not reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load, where results are known to waiver, and the differences in testing methods.